Event description:
Reporter stated the patient was hospitalized due to low blood glucose which led to seizure. The patient was treated with IV glucose and oxygen. The reporter states that basal and bolus insulin was compared to remaining insulin in the cartridge and there is insulin that is unaccounted for. The alleged product was requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.